Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 30 and cartridge alarm 20 issues were verified. Based on the analysis, the alleged cartridge alarm 0 issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms occurred during the load sequence and during insulin delivery. Customer's blood glucose level was approximately 100-200 mg/dl. Customer reverted to an alternate method of insulin therapy.